Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a patient went to the hospital to do a standard tube change with a portex® bivona® neonatal and pediatric tts¿ (tight-to-shaft) tracheostomy tube. During the return trip from the hospital, the patient felt discomfort and was unable to breathe when the patient arrived at home. The patient's mother changed the cannula. No permanent injury was reported.

Manufacturer narrative:
One bivona® 5.5mm tts¿ pediatric tracheostomy tube and obturator was returned for investigation. A review of the device history record, relevant to the reported lot, found no non-conformities during manufacturing. Visual inspection of the returned device, revealed no defects. During functional testing, the device underwent leak testing; no leaks were found. Investigation determined that the device operated as intended and no fault was found.

Event description:
It was further reported that the patient did not receive medical treatment due to the event. Additionally, the event was considered resolved. It was reported that the device was not tested prior to patient use.